Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) terumo bct is awaiting return of the disposable set

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is in b.3. Investigation: the sample was not returned for investigation and we therefore conducted the following investigations based on the information provided. In making the blood bags concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. In making leukoreduction filters, filter membranes are formed and put in filter housings. We reviewed the manufacturing record of the lot number in question. There was no equipment trouble causing the issue concerned and we confirmed that the equipment had operated properly and no anomalies had been observed. We also reviewed the manufacturing records regarding particulate removal rates of filter membranes that were likely to be related to filtration performance. It was confirmed that all filter membranes conformed to all standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. We confirmed that we had not received complaints relating to the lot number in question from any other customers as of december 3, 2021. Root cause: from the above-mentioned investigation results, we did not observe any abnormalities in the manufacturing process of the lot number concerned. The filter membranes of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). According to the data at the time of designing of the product in question, there is a possibility of white blood cell contamination when the particulate removal rates are low. However, as mentioned above, the particulate removal rates of the lot number concerned were within the standards and did not show a low tendency. Therefore, we were not able to identify the cause of the issue.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in d.9, h.3, h.6 and h.10. Corrected investigation: we received one set of the leukocyte reduction filter with the connected tubing, including the bypass line. We removed the filter of a set of our retained sample and connected the returned filter to the retained sample while the white clamp above the returned filter was kept closed. We then injected 570 ml of normal saline into the collection bag of the retained sample and observed a slow flow rate of normal saline through the filter, which was at 3 ml/min. Following rinsing the filter with normal saline, we disassembled the filter and confirmed that abnormalities such as detached and misaligned filter media were not observed in the filter. The number of filter media used for the filter conformed to the specifications. We also observed the appearance of filter media. Residual blood, which had not been rinsed, was locally observed in the filter media. From the above-mentioned investigations, we suspected occlusion in the filter media. We therefore dyed the rinsed filter media with toluidine blue for observation. It was confirmed that the first through third filter media from the inflow side were dyed darker with toluidine blue. In the filter returned, we confirmed that the filter was connected in the right direction and no abnormalities such as clogging and kink were observed in the tubing. Regarding the retained sample of the lot number concerned, three sets were visually examined. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Corrected root cause: from the above-mentioned investigation results, we did not observe any abnormalities in the retained samples of the lot number concerned. In the investigation of the filter returned, normal saline flowed through the filter slowly and the first through third filter media from the inflow side were entirely dyed darker with toluidine blue; therefore, occlusion may have occurred in the filter. Residual blood was locally observed in the filter media and we inferred that occlusion had locally occurred. Hence, blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is likely to occur concurrently. From the similar incidents which were previously reported, it was inferred the clogged components were aggregated platelets. We consider that platelets, which activated and aggregated for some reason, were trapped by the filter.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).